Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt had severe angulation of the aortic neck, 90 degree angulation. It was reported that the physician was able to correctly place the bifurcated stent graft, but due to the severe angulation of the aortic neck there was a type I endoleak. The physician placed an aortic cuff, but was unable to achieve an adequate seal between the bifurcated stent graft and the aortic cuff with the vessel wall. The type I endoleak persisted. The physician elected to convert the pt to an open surgical repair with a conventional stent graft. The device was discarded by the user facility. No additional sequelae were reported and the pt is fine. There is no further info available for this case.

Manufacturer narrative:
Evaluation results; pt's condition affected effectiveness of device (severe angulation of the aortic neck, 90 degree angulation). Evaluation conclusion: device failure/lack of effectiveness related to pt condition (severe angulation of the aortic neck, 90 degree angulation).